Manufacturer narrative:
Initial report # (B)(6) on several different patients, during voluntary contraction (mainly iliopsoas, quadriceps and medial gastrocnemius muscles), the needles used were twisted). No injuries reported. Further investigation to be carried out.

Event description:
On several different patients, during voluntary contraction (mainly iliopsoas, quadriceps and medial gastrocnemius muscles), the needles used were twisted. No injuries reported.

Manufacturer narrative:
Follow up report 001 #(B)(4). Pictures were provided from the customer of the affected parts. Affected parts to be returned from the customer. Parts to be evaluated and investigation results to be documented once they become available.

Event description:
On several different patients, during voluntary contraction (mainly iliopsoas, quadriceps and medial gastrocnemius muscles), the needles used were twisted. No injuries reported.

Event description:
On several different patients, during voluntary contraction (mainly iliopsoas, quadriceps and medial gastrocnemius muscles), the needles used were twisted. No injuries reported.

Manufacturer narrative:
Follow up report 002 reference natus complaint (B)(4). Returns were received from the customer and visual inspection was carried out by engineering. No issues noted during inspection. It was confirmed that needles did not have blunt tips. There are no CAPA's related to this issue. The current risk file doc-010776 rev l hazard ID 6.5 identifies this issue harm - patient discomfort during procedure may increase.. Cause- needle is perceived as being more difficult to insert than expected / increased force required to insert the needle due to high friction. Severity- marginal (3). Risk level- minor (3). A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Complaints are reviewed routinely per quality system requirements (qms-004442 corporate trending and analysis procedure) complaint trends are assessed as part of these reviews. A review of complaint trending is completed quarterly. Last review doc-059297. No trend for this failure identified. Device history record - wo#276754 was reviewed, no issues noted during production. Release date: 29b/21/d - 16/08/2021. A search for service data that may be relevant to this issue has been conducted. No further information related to this issue found. Closure rationale: complaint could not be verified, monitor for future occurrence.